Event description:
Paramedics attempted to administer external pacing to a person diagnosed as bradycardiac. The operator reported that the device pacing feature failed to function. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.